Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent anterior cervical discectomy with fusion surgery from c5 to c7 using rhbmp-2/acs. The patient's post-operative period has been marked by swelling immediately following the fusion. She then experienced a period of initial relief, but soon after she began having pain in her cervical region that radiated to her arms. Approximately eleven months post-op, a MRI scan demonstrated disc bulging abutting without compression of the spinal cord resulting in neuroforaminal stenosis at the level above implant. Thirteen months post-op, the patient underwent a posterior cervical foraminal decompression revision surgery to relieve the stenosis at the implant site. Fifteen months later, a MRI scan demonstrated an osteophyte complex, bilateral uncovertebral spurring and disc material resulting in right-sided neuroforaminal narrowing at the level above implant. Reportedly, the patient has continued to experience severe and unrelenting neck pain that radiates into her upper extremities. Her neck pain resembles a strangling sensation, and frequently limits her ability to swallow and consume food.